Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw clip grasped medially with good result. During the second establishing of final arm angle (efaa), the clip opened 25-30 degrees. The clip was stable in place so the clip was deployed. An additional clip was then implanted to further reduce the mr. The procedure was completed reducing the mr to grade 1+. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with the clip opening while establishing final arm angle (efaa) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).